Manufacturer narrative:
(B)(4). The device was manufactured december 21, 2015 ¿ december 22, 2015. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed an untightened blue winged luer cap. A functional leak test was performed by filling the device with water. After fill, the luer cap was manually tightened onto the luer. The next day, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked. This was noted when the pharmacist was removing the device from its packaging. The device had been filled with fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.